Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient incident involving an incorrect weight recorded for an adult of 7.7kg. There was no information on patient outcome. There was an implied product enhancement request that the pump " have a warning in pump for a low weight in an adult patient to prevent underdosing".

Manufacturer narrative:
The actual date of event is unknown. Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient incident involving an incorrect weight recorded for an adult of 7.7kg. There was no information on patient outcome. There was an implied product enhancement request that the pump " have a warning in pump for a low weight in an adult patient to prevent underdosing".